Manufacturer narrative:
The complaint reported classification has been assigned zurpaz - patient - complications and a secondary as reported classification zurpaz - n/a. The complaint analysed classification has been assigned as zurpaz - product not returned - complaint unable to confirm the product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as primary reported zurpaz - patient - complications - cannot be confirmed. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the zurpaz 8.5f steerable sheath. There is no indication of a potential processing or design failure associated with this complaint. The compliant is deemed reportable. Upon above information, escalation is required to quality management team. A review of the manufacturing documentation could not be executed as the lot number is unknown. A similar trend review could not be executed as the lot number is unknown. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. A review of the complaint and event description was completed by creganna medical clinician. "[It] this is always difficult to determine attribution but given that several ablations had occurred before the patient exhibited the complication, it would not be appropriate to attribute this to the zurpaz sheath. This is a known complication of atrial ablation procedures and does not demonstrate any malfunction or manufacturing issue related to the sheath". The probable investigation conclusion code assigned to this complaint is 'adverse event related to procedure' defined as 'the adverse event occurred during the procedure and the device had no influence on event.' There was no reported product performance issue for the zurpaz device, but an event occurred during use. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Complaint description received at creganna medical is as follows: event description: it was reported that: after mapping the left atrium with orion catheter, the physician performed two ablation sessions (on la anterior wall) with intellanav mifi oi catheter inside of zurpaz steerable sheath. After the second session, the blood pressure of the patient dropped down, the procedure was stopped and a drainage was performed. The patient is now stable. Mapping system: rhythmia hdx software version: 4.0 patient consequences: drop of blood pressure event date: (B)(6) 2020.

Event description:
Complaint description received at creganna medical is as follows: event description: it was reported that: after mapping the left atrium with orion catheter, the physician performed two ablation sessions (on la anterior wall) with intellanav mifi oi catheter inside of zurpaz steerable sheath. After the second session, the blood pressure of the patient dropped down, the procedure was stopped and a drainage was performed. The patient is now stable. Mapping system: rhythmia hdx software version: 4.0 patient consequences: drop of blood pressure event date: (B)(6) 2020.

Manufacturer narrative:
This follow-up 1 MDR is as due to additional information received (ship history report) on 18-aug-2020. The distributor (bsc) have reached out for more information i.e. Batch number, upn and customer sap number. A ship history report brought up the following six batches shipped to (B)(6) hospital in france: 500000007450, 500000009986, 517400, 511307, 500000011895, and 500000014506. A review of the manufacturing documentation for lot#500000007450, 500000009986, 517400, 511307, 500000011895 & 500000014506 and all of their subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. If additional information is received at a later date, this will be reviewed, and the report will be updated accordingly in case it changes the conclusions.